Event description:
It was reported the stretcher's motorized steer took off at a fast speed unexpectedly.

Manufacturer narrative:
The load cell that controls the speed of the stretcher is a sensitive component that is susceptible to impact damage, which may have contributed to the event. If the handles that control the speed of the stretcher are released, the unit will stop.